Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted in (B)(6) 2013, and his skin has broken down in front of the implant's electrode exit. The pt had previously been treated several times for this issue, including a skin flap revision surgery in (B)(6) 2013. It is planed to explant the device and re-implant the pt after the wound has healed. The device serial number is currently not known.